Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified. During evaluation the unit was able to power on but within a few seconds the display went blank and ten (10) beeps were heard. With this condition, the unit was unable to perform any operation (or) engage in monitoring. The system board was replaced and the unit functioned as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "speaker noise problem". Additional information received indicated that the speaker was distorted. No known impact or consequence to patient.